Manufacturer narrative:
Analysis is currently ongoing. Once analysis is complete this event will be updated and resubmitted.

Manufacturer narrative:
Should additional information become available this event will be updated and resubmitted.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance tests were completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found damage that was a result of the lead extraction. Laboratory testing was unable to confirm the reported clinical observation.

Event description:
Boston scientific received information that this implantable left ventricular (lv) lead experienced loss of capture at maximum output in all vectors. Intrinsic amplitudes were also reported as low. Impedances were reported as stable. Subsequently, a revision procedure was performed and this lv lead was explanted due to dislodgement. No adverse patient effects reported.

Event description:
Subsequently this lead was returned to boston scientific for analysis.